Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and revealed the luer was broken. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: material services dept 1351 n earl rudder fwyshould additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port of a one-link needle-free IV connector that is used with peripherally inserted central catheter (PICC) line disintegrated. The reporter stated that all of or a pieces of the plastic rim of the port was chipped off. The customer had used the ports for at least 2-3 years. The customer used 70% isopropyl alcohol in the green caps used on the ports. There was no patient injury or medical intervention associated with this event. No additional information is available.